Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 28 mmol/l (504 mg/dl) over the past few days. The pt stated that the infusion device did not seem to deliver the basal rates and only the bolus amounts were listed in the daily insulin totals. It was found that the basal rates had not been properly programmed and saved in the infusion device. The pt bolused through the infusion device to lower blood glucose. The pt also reported that the button casing is damaged and the inside of the infusion device is exposed. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.